Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal difficulties and a shaft break occurred. The 90% stenosed, target lesion was in the moderately to severely calcified left anterior descending artery (lad). The lesion was not predilated. A 3.0 x 28 mm taxus express2 drug eluting stent (des) had been deployed at 20 atmospheres (atms) in the target lesion. During withdrawal, the physician encountered balloon withdrawal resistance. There were no balloon inflation or deflation difficulties reported. The physician attempted several maneuvers in attempting to remove the device such as "deep seating" the unk type guide catheter, "pull a good negative and push balloon", pulled negative, inflated the balloon to 1 atm and pushed forward and pulled back." Eventually the device was able to be removed. A shaft fracture occurred during the attempts to remove the device. The stent remained implanted. The procedure was completed with an unk type stent implanted in the prox lad extending to the ostium. The pt had "multiple" unk type stents implanted throughout the coronary anatomy during this procedure. There were no pt complications with the pt's current condition listed as "ok."

Manufacturer narrative:
.